Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shut down without command of the operator and would not power back up. There is no report of a patient injury or death associated with this event.